Manufacturer narrative:
Review of the batch files. Plate ID (B)(6), sample number (B)(6): o negative result on the galileo; anti-a well a3-rs=10, no agglutination present; anti-b well b3-rs=13, no agglutination present; anti-d4 well c3-rs=13, no agglutination present; anti-d5 well d3-rs=12, no agglutination present; monoclonal well e3-rs=13, no agglutination present; a1 well f3-rs=78, 3+ to 4+ positive agglutination of red cells; b cells well g3-rs=81, 4+ positive agglutination of red cells. Plate (B)(6), sample (B)(6): rh positive result given from the galileo; well a1=rs=14, tightly well defined cell button, negative; well b1=rs=91, strong adherence covering the entire monolayer, 4+ positive; well c1=rs=11, tightly well defined cell button, negative; well d1=rs=91, strong adherence covering the entire monolayer, 4+ positive; well e1=rs=14, tightly well defined cell button, negative; well f1=rs= 87, strong adherence covering the entire monolayer, 4+ positive. Customer stated that he believes the issue is with the handling and storing of the plate strip. He stated he can't confirm if there was moisture in the pouch from lack of proper sealing or if the indicator card was even checked or present. Unable to rule out the possibility that capture strips were compromised. Customer has not had any further issues with the instrument.

Event description:
Customer reported an rh mistype when testing a patient sample on the galileo. A donor sample which is historically o- is being called o+ by the galileo. The sample was tested on the galileo and resulted negative with both anti-d (monoclonal blend) series 4 and series d5. The instrument reflexed to weak d testing which was 4+. Patient reported as o+. Donor history since 2003 has always been o-.